Event description:
The white box flowflex covid antigen tests have tested negative on every occasion. Simultaneous testing with other brand yielded positive tests which were confirmed at urgent care. FDA safety report ID# (B)(4).